Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer alleged that their pump intermittently ¿dumped out all of the insulin into me¿. Reportedly, the customer had a seizure and called 911 2 day¿s in a row. Multiple follow up attempts were made by tandem technical support to obtain additional information regarding the issues, however no response was received from the customer and the alleged root cause could not be confirmed.